Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that both tabs had broken off the mount of the blade. Lot no. Details provided were incorrect. Based on the info provided and other more recent complaints reporting similar events, the root cause for the complaint is determined to be multi-factorial.

Event description:
It was reported that a blade tooth had broken off prior to surgery. Upon further investigation, it was determined that the tooth had not broken but both blade tabs had broken at the mount. No adverse events were reported.